Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. Reportedly, the pump delivered basal insulin "all at once". Although requested, the customer did not upload the pump data for tandem technical support to perform a review to determine a possible cause. No additional information was provided. Reportedly, the customer reverted to an alternate method of insulin therapy.